Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was attempted to be repositioned but after a few unsuccessful attempts, the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead 2013 (B)(6). (B)(4).